Manufacturer narrative:
(B)(4). The customer returned one epidural catheter and snaplock adapter for investigation. A visual exam was performed on the components and no defects were observed on the snaplock. The catheter was returned in its entirety as both the proximal and distal tips were confirmed to be present and intact. The catheter was used as biological material was observed between the catheter coils and adhesive residue on the catheter body exterior. The inner coils were damaged at two locations towards the distal end of the catheter. At approximately 3mm past the 5cm marker band the coils were offset. At approximately 1mm before the 10cm marker band the coils were offset and tooling marks could be seen in the extrusion. A small cut was also visible in the extrusion. No other defects were observed. The catheter was measured and was within specification. There were no signs of significant stretching. The reported complaint of difficulty during removal of the catheter was confirmed based upon the sample received. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. A corrective action is not required at this time as the customer reported that they encountered difficulty during removal and then repositioned the patient which corrected the issue. This is outlined in the IFU as a potential risk for this product. In addition, the catheter was confirmed to be damaged at two locations towards the distal end which may have contributed to difficulty during removal. However, tooling marks could be seen near the offset coils. Therefore, based upon the damage observed and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges having difficulty removing the epidural catheter. The patient was re-positioned and the crna was able to remove the catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100c rev. 1, was reviewed as a part of this complaint investigation. The IFU for this kit provides suggestions in case of resistance during removal and instructs the user "reposition patient to open vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. Obtain an x-ray and consider consulting a specialist if removal of catheter is difficult." If catheter resistance is still encountered, further removal techniques are provided. Complaint verification testing could not be performed as no sample was returned for analysis. A corrective action is not required at this time as the potential cause of difficulty during removal could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges having difficulty removing the epidural catheter. The patient was re-positioned and the crna was able to remove the catheter. The patient's condition is reported as fine.